Event description:
Adverse event: septic right knee. On (B)(6) 2010, a (B)(6) female pt rec'd the 1st injection of supartz to right knee for osteoarthritis and tolerated well. On (B)(6) 2010, she rec'd the 2nd injection of supartz to right knee and tolerated well. On (B)(6) 2010, she rec'd the 3rd injection of supartz to right knee and tolerated well. On (B)(6) 2010, she rec'd the 4th injection of supartz to right knee and tolerated well. On (B)(6) 2010, she rec'd the 5th injection of supartz to right knee and tolerated well. On (B)(6) 2010, she complained of fever and fatigue. She stated her temp was 102 degrees fahrenheit; however, was 101 degrees fahrenheit at clinic. For right knee symptoms, pain was reported to the physician, but there was no signs of swelling. She was admitted to the hospital. Thick, cloudy fluid was aspirated from her knee and lab was performed. She was treated with antibiotics. On (B)(6) 2010, she was discharged from the hospital. On (B)(6) 2010, she reported back to injection physician's clinic. She complained of fever, ache and fatigue. Temperature was 102 degrees fahrenheit at office, but she stated her fever was 109 degrees fahrenheit at home. She was admitted to the hospital for the 2nd time. She had arthroscopy and lab performed - no infection, no growths. On (B)(6) 2010, she was discharged from the hospital. On (B)(6) 2010, she reported back to injection physician's clinic. She complained of fever, fatigue and general aches - temperature was 98 degrees fahrenheit. On (B)(6) 2010, she was admitted to the hospital for the 3rd time. The pt was being treated with intravenous vancomycin. On (B)(6) 2010, she was out of the hospital and doing well at home. The injection physician's initial assessment of the incident was septic right knee based on the fever, pain and the fact that the pt was undergoing supartz therapy. The first lab work performed indicated an elevated wbc. The physician stated that the causal relationship was undeniable, but perhaps just coincidental to the pt's symptoms. The pt was in the hospital with a diagnosis of acute kidney failure; fatigue. The injection physician stated the acute kidney failure is not related to the supartz injections. The pt had a pre-existing bladder infection. The physician did not know the cause of the infection, but assumed it was supartz related.

Manufacturer narrative:
Additional implant dates: (B)(6) 2010. This is a definitive report. Our medical adviser's comment: this case is septic arthritis in the right knee because there is strong evidence that (B)(6), coagulase negative were detected in the fluid aspirated from the right knee on (B)(6) 2010. This cause could be related to injection procedures, however; the hematogenous infection cannot be excluded due to having a pre-existing bladder infection. Since appropriate countermeasures for infection had been defective at the first stage, the septic knee was prolonged. As the result, bacteremia could be caused, and then be followed by acute kidney failure. Supartz is aseptic preparation, therefore; this case does not have root in the quality of the reported lot.